Manufacturer narrative:
Field complaint setscrew connection failure could not be confirmed. Visual examination and test revealed no defects. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during the implant procedure, the physician found the screw slide wire was not firmly fixed when connecting the pacemaker and the lead. The set screw anomaly could not be resolved despite several turns. The physician used another pacemaker and the procedure was completed successfully. No adverse consequences were reported.